Manufacturer narrative:
H3 and h6 codes - updated. Seven (7) photos were received for evaluation and confirms the complaint of internal valve failed to seal. No product was returned. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
B3: date of event was on the weekend of sept-6 to 7, 2025. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was utilized to draw blood via the needleless connector on the IV extension set. On completion, when the device was twisted off via standard process, they noted blood freely dripping from the needleless connector or the internal valve failed to seal. They were able to manually clamp the tubing relatively quickly and replaced it, preventing harm to the patient. Upon inspection, it was noted that the plastic piece at the center of the male luer adapter broke despite no resistance being encountered on removal and remained lodged in the needleless cannula. It appeared that this prevented the valve from sealing and allowed the blood to flow freely from the patient's IV site. There was a patient involvement and there was no patient harm.